Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the right profunda artery. The hi-torque command guide wire failed to cross the lesion due to the patient's anatomy, and was removed without any reported issues. Upon withdrawal, the guide wire polymer was noted to be peeling, but not separated from the guide wire. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott guide wire, balloon dilatation catheter, and stent implant were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: selecon 4 french; sheath: 6 french; other: micro catheter: prominent neo. The device was returned and the reported peeling polymer was confirmed. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.